Event description:
It was reported that the device failed the operational test. No patient involvement reported at this time.

Manufacturer narrative:
The bench technician confirmed the cause of the device not passing the operation control test was due to either a processor pca and or therapy pca malfunction. The bench repair technician submitted a quote to the customer for this repair but the customer did not respond and the quote expired. The required parts were not replaced as the customer refused repair. The device was returned to the customer. It has been concluded that no further action is required at this time.